Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal unraveled. The reporter will follow up with additional information regarding how the procedure was completed. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned separate from the loading device. The tension spring assembly and the seal were returned separate. The seal was completely unraveled and detached from the tension spring assembly. The green slide lock and the white plunger were depressed on the delivery device. There was no evidence of blood on the device but there was very little blood on the seal stem. Based upon the received condition of the device, the reported complaint "seal unraveled" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).